Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and similar complaint query was not performed because the part/lot numbers were not reported. A conclusive cause for the reported malposition cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. D6a: estimated date. The additional patient effect reported in the article is captured under a separate medwatch report. Attachment: article titled, "comparison of the ¿late catch-up¿ phenomenon between buma supreme and xience stents through serial optical coherence tomography at 1¿2 month and 2 year follow-ups: a multicenter study".

Event description:
This study was aimed at comparing the ¿late catch-up¿ phenomenon between a non-abbott bioresorbable polymer sirolimus-eluting stent and the xience stent through serial optical coherence tomography (oct) at within 2 months and 2 year follow-ups. A total of 49 of 75 patients from the pioneer-ii study were enrolled in a 2 year oct follow-up study; 44 patients with 50 lesions were included in the statistical analysis. The primary endpoints were neointimal thickness and late luminal loss (lll) [ stenosis] after stent implantation. The major secondary endpoints revealed the rate of stent-acquired malposition. No significant differences in imaging and clinical endpoints were observed between device arms at follow-up. In conclusion, the non-abbott stent¿s faster re-endothelization with no ¿late catch-up¿ phenomenon has potential advantages over the xience stent for patients with coronary artery disease and high bleeding risk because it decreases the duration of dual antiplatelet therapy. No other information was provided.